Event description:
The facility's biomedical engineering department reported a pump with a failure code of 812:05 during pt use. Although attempts were made by baxter quality management to obtain additional information from the facility's risk management department, details are not available regarding pt demographics, diagnosis, medical intervention, pt injury, set up of the pump, or medication involved.